Event description:
It was reported that the lead showed good impedance measurements via an analyzer, but when connected to the ICD, the impedance was out of range. A second measurement via the analyzer gave an out of range impedance measurement. The lead was not implanted. The patients condition is good after the event.

Manufacturer narrative:
Analysis was normal. No anomaly was found.